Event description:
The field engineer reported that the arm was dismantled and not working. Per engineering, the motorized portion of the c-arm was the dismantled section. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Some bolts were identified as missing. The repair has not yet been completed.